Event description:
During a CT guided peritoneal abscess drainage, a 4.5 french sheath, containing a 4f dilator and stylet, was placed over the guidewire. The 4f dilator and inner stylet were removed from the sheath. When the dilator, stylet and guidewire were withdrawn, it was noted that the distal most aspect of the guidewire had fractured and remained within the hematoma. Successful retrieval done (B)(6) 2014.